Manufacturer narrative:
No product was returned for eval. A review of the device history records did not identify any applicable non-conformances to spec. With the available info a cause or contributing factor cannot be identified.

Event description:
It was reported that the extender inner sleeve rotated which resulted in the surgeon not being able to pass the rods. The procedure changed from a minimally invasive procedure (mast) to an open spine surgery. There were no patient complications reported.